Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large hem-o-lok clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test and the clip test. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2022-05-c as previously listed in section h9. Correction to section d : primary product batch/lot number was updated to k10240912 0206

Event description:
It was reported that during central processing the 8mm large hem-o-lok clip applier instrument was observed to have a broken or frayed cable. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.